Event description:
It was reported by customer that the cardiosave intra aortic balloon pump (iabp) had autofill issue while during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.